Event description:
Patient presented with high impedance. Impedance was normal at last check a couple months prior, and the patient had scoliosis surgery since then. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.